Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's disease. It was reported during implant procedure once the leads were placed, the stimloc clip and cap were secured and the surgeon performed a final tightening on the stimloc. When he did the final tightening, the screw head on the patients right side broke off leaving the threaded portion stuck in the bone. The surgeon was not able to remove the threaded portion without compromising the lead and stimloc so it remained in the patient's skull. The surgeon drilled a hole at a different angle and placed another screw to hold the stimloc base in position. The issue was resolved at the time of the report. All the other screws went in fine. The patient's bone was not too hard for the other screws to tighten properly. The patient was alive without injury at the time of the report. No complications were reported or anticipated.